Event description:
Aseptic technique was being used to apply the needle to the 3cc syringe and had a clean staff needle injury after the cap of needle fell off completely. There have been previous issues with these needles in the past. There is also an issue with the safety snap completely falling off the needles while trying to cover the needle after treatment is completed.